Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced no reading for about 5 to 6 hours. During this time, they felt thirsy, weak and tired. The patient checked a finger stick reading and their bg was 600 mg/dl. Her husband brought her to the emergency room. Upon arrival, a bg was checked and it was 562 mg/dl. The patient was treated with IV fluids and insulin. The patient was in the ER for 5 hours. Prior to leaving the ER, the patient's bg was 152 mg/dl. At the time of the report, the patient was feeling much better. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.